Event description:
Patient tested 6.1 inr on the coaguchek xs system while a comparison lab returned as 3.6 inr. No treatment was given based on these results. No adverse event reported. Requested return of suspect system and replacement was sent. Reporter indicated that all of the strips had been consumed but that the empty vial might be available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The reporter indicated that all of the test strips had been consumed. She was not sure if the empty vial was still available to return or not but agreed to return the empty vial if it was still available.